Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet could not pair with a newly replaced dexcom g6 sensor/transmitter, while cgm data were present on the phone but not on the ilet; troubleshooting included confirming the transmitter code, attempting connection over cellular, entering ¿no code¿ for the sensor with the specified transmitter ID, and ultimately restarting the ilet and re-entering the transmitter code, after which cgm readings appeared on the ilet and therapy was resumed. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no alerts or alarms, and resumption of normal therapy. Investigation included technical support guidance and device reboot with re-entry of transmitter information. Investigation of this case revealed a temporary communication/pairing failure between the ilet and the cgm transmitter that resolved with restart and correct code entry, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user or use-related pairing and setup factors leading to transient connectivity failure.